Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: date estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report.

Event description:
This report is filed for mitraclip detachment, hemolysis and death. It was reported that on (B)(6) 2019 and mitraclip procedure was performed for mitral regurgitation (mr) grade 4+. Reportedly, the patient presented in a very sick condition and this procedure was a last option. The first mitraclip (cds0601-xtr 81106u163) had difficulty grasping due to leaflet coaptation. A successful grasp was eventually obtained. During assessment, clip stability was questioned, however, after review, it was determined that this clip was stable and well seated, with full leaflet insertion. To further reduce mr, a second mitraclip (cds0601-ntr 81019u207) was implanted, reducing the mr to grade 2-3. On an unspecified date post procedure, there was a clip detachment and device related hemolysis. The patient expired. Specific details about this event were not provided. No additional information was available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. The reported patient effects of death and hemolysis as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedure. All available information was investigated and a definitive cause for the reported detachment of device component could not be determined in this incident. The reported failure to adhere or bond was due to patient pathology/morphology. The definitive cause for the reported death couldn't be determined. The hemolysis was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.